Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, the atrial signal seen through the device and recorded iegms appeared normal. When the next iegm was transmitted to the hmsc on (B)(6) 2026, the atrial signal appeared completely flat with a total loss of normal p-wave sensing. The atrial sensing amplitude trended down sharply around the end of (B)(6) 2025. At first, it was thought this was a lead issue. However, this device was explanted on (B)(6) 2026 due to a complete loss of atrial signal seen even when a new lead was plugged into the device. No adverse patient events were reported. Should additional information be received, this file will be updated.